Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer want to have an investigation on the device. The device was in use at time of event. A patients death was reported.

Manufacturer narrative:
After further investigation this complaint is deemed no longer a reportable event. It was reported the device presented with the following: request for equipment check the customer stated that they requested a investigation of the device. During the investigation of the device at the customer's site, the customer's MRI technician in charge, confirmed that the device was not responsible for or contributed to the reported death. After conducting a comprehensive inquiry, it was concluded that the pacemaker malfunction was not linked to any issues with phillips equipment. The philips field service engineer confirmed that the philips device is working as expected.